Event description:
Customer reported the blood glucose meter has given inaccurate bolus advice since an electronic error occurred on (B)(6) 2015. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.